Manufacturer narrative:
H3: 02: the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that a vent inoperable alarm has occurred on the ltv 1200 ventilator while on patient. Furthermore, the patient was transferred to another device and there was no patient harm associated with the event.

Manufacturer narrative:
Vyaire medical was unable to duplicate the issue - a vent inoperable alarm has occurred on the unit. Ventilator was tested with a known good ac adapter and patient circuit with an external power source. ""Charge status"" led illuminated ""amber"" signifying charge to the internal battery. The internal battery was completely charged overnight. During bench testing, a battery durations test was performed and results were passing.